Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deformed implant . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a siltex round moderate profile gel implant (right) and an unknown mentor gel implant (left) experienced right sided rupture post procedure. As a result, an explant without replacement was performed on (B)(6) 2019. Upon explant the right prosthesis was confirmed to be ruptured, and the left device appeared to have a contour deformity. The patient was brought to the recovery room in good condition. The explanted prostheses were found to be 375ccs. See 1645337-2019-13252 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/7/2019. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/6/2019: device evaluation summary: according with the information reported that the device appears deformed. During evaluation of the sample a siltex cracking was observed on the anterior and extending to the posterior view. Within the siltex cracking, a rupture measuring approximately less than 0.1 cm was noted on the posterior aspect. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear. Manufacturer¿s reference number: (B)(4).